Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found: the light guide lens was chipped, the adhesive on the bending section cover had a white-clouded area, due to clogging of nozzle, the water removal ability did not meet the standard value, and the electrical connector had corrosion due to water leakage. In addition, the universal cord had a scratch, the universal cord was wrinkled, the switch box was scratched, the grip was shaved, the switch 2 was scratched, the protector of the universal cord on the suction connector side was scratched, the objective lens was scratched, the plastic distal end cover was scratched, and the connecting tube was scratched. The customer did clean, disinfect, and sterilize the device before sending it to olympus. The customer did not know what the foreign material was. Precleaning was promptly implemented with no delay. The air/water nozzle was flushed with water and air. It was unknown if there were any abnormalities in the accessories used for reprocessing. It was unknown if the customer flushed the air / water nozzle / channel with the detergent solution. There were no other concerns about the reprocessing. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the gastrointestinal videoscope light guide lens was chipped. The device was returned for evaluation. During the device evaluation, a foreign object came out of the nozzle was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g2 (user facility was inadvertently selected in the initial MDR.) H4 (should be 20 september 2011). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over twelve (12) years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and with the information acquired, it was unknown whether there were any deviations identified with the reprocessing performed according to the instructions for use. Therefore, the cause of the material remaining in the device could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use:  ¿the instruction manual¿ evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested events.  The instruction manual¿ evis lucera gif/cf/pcf type 260 series reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures describe how to prevent for the suggested events.¿  olympus will continue to monitor field performance for this device.